Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. Analysis indicated the outer insulation of the lead developed a breach due to a depression while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the leads were returned to the manufacturer, analyzed, and subsequently tested out of specification. No patient complications have been reported as a result of this event.